Manufacturer narrative:
The device was received for investigation on july 26, 2018. The prosthesis was received in generally good condition, with traces of blood on the inflow and on the leaflets. Investigation is ongoing.

Event description:
A percival valve was implanted on (B)(6) 2018 without issue. On (B)(6) 2018, the vale was explanted due to severe paravalvular leak. No other information was provided.

Manufacturer narrative:
Review of the data filed in the device history record confirmed that the valve and nitinol stent component satisfied all material, dimensional and performance standards at the time of manufacture and release. Visual inspection of the returned device confirmed the absence of pre-existing defects. A deployment simulation was performed in a silicon aortic root in an attempt to replicate the reported event. The simulation did not reveal any evidence of paravalvular leak or other device deficiency. Based on the investigations performed, the reported event cannot be explained by any factor intrinsic to the involved device.